Event description:
Reportedly a model 2800, 25mm, (B) (4) was explanted after a 96 month implant duration due to unknown reasons. The sales representative will return the device in about two weeks when she picks up the device from the hospital¿s pathology department. No additional information was provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 27.93 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due aortic insufficiency, secondary to a tear on the leaflet or cusp. Per the operative report of (B) (6) 2010, "the old aortic valve was examined in situ and was found to have a small rent or laceration in one of the pericardial cusps."

Manufacturer narrative:
Evaluation summary: the valve as received exhibits dehydration characteristics including stiff and shrunk tissue. An elongated hole like is evident in the cusp area of leaflet 3, penetrated through the entire thickness of the tissue. Due to its similar appearance at both aspects, inflow and outflow, along with even side edges, the evidence suggest the hole may have been a cut that expanded appearance due to tissue dehydration. Host tissue is moderate at the stent inflow and the stent outflow. The wireform is exposed and the sewing ring exhibits cuts at the inflow aspect. No inconsistencies detected in the x-ray. (B) (4) x-ray. The device was evaluated on 04/12/2010.